Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's father called to report a hospitalization due to high blood glucose on (B)(6) 2014. Blood glucose reading at the time of the hospitalization was 586 mg/dl. The customer had been treated with insulin drip. Customer was still hospitalized at the time of the call. The insulin pump had been alarming for no delivery. Advised that the insulin pump will be replaced. Nothing further reported.